Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: vacuum pump oil. Corrected data: the reported issue was not resolved by replacing the solenoid valve. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited a slight odor. The reason for return of the catalytic converter was confirmed. The vacuum pump oil was not returned for further evaluation. The assignable cause of the haze/mist/vapor and odor/smells is the catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was found while onsite servicing the unit. A corrective maintenance was performed and the catalytic decomp filter and solenoid valve were replaced. Unit meets specifications and was returned to service on 8/18/2015 .

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered haze/mist/vapor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury